Event description:
Patient admitted to ICU with dm with chronic renal failure, pulmonary edema, chronic ugi bleed. Swan-ganz catheter inserted. Pulmonary artery (pa) line connected to transducer to isolate wave forms. Pa wedge (paw)=10. Based on readings, 2 units prbc transfused. Pt. Developed sob, chf. Echocardiogram showed good systolic function. Monitor re-zeroed multiple times due to pt's agitation and low readings. Module location and cable connections changed paw=35. Increased lasix given. Paw gradually returned to range of 15-17. Hospital engineer could not reproduce results duplicating monitor/cable set-up. Pt. Discharged 2/22/94, chf and pulmonary edema resolved.